Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a sample draw issue with the onetouch ultra test strips. The complaint was classified based on the conversation on the customer care advocate (cca) had with the patient. The patient tests her blood glucose after each meal. She had gestational diabetes in all her previous pregnancies. In 2008, the patient's doctor reportedly told her that her blood sugar levels were out of control, and it could go from a higher value to a lower value in a meter of 2 hours. Now she is reportedly diagnosed with type 2 diabetics mellitus and currently she is on metformin and 1800-calorie diet. The reported issue began approximately 3 weeks prior to contacting lifescan. During that time, the patient reportedly noticed the sample draw issue with the alleged test strips. She stated that the test strips were not drawing the blood sample and was repeatedly giving some error messages (unknown). She stated that she kept on trying to test with the alleged ts and the reported issue kept on happening for 3 weeks. After the reported issue, approximately 6 to 7 days prior to contacting the lifescan, she then reportedly went to see her doctor since she had "blurry vision, kidney problem and felt fullness of the bladder, but was unable to pass the urine." The patient was reportedly tested on the doctor's/hospital's meter (unknown readings). She stated that they didn't give her the blood glucose readings, but stated that the sugar was out of control and there were traces of glucose detected in her urine. The patient reportedly was hospitalized. The doctor reportedly told that she had a bladder infection and the diabetes was out of control. She then reportedly received antibiotics for her bladder infection and was reportedly treated with IV fluids. The doctor advised her to test after each meal. Currently, she is on metformin and 1800-calorie diet. The patient's test strips were replaced. Based on the provided information, this complaint is being reported since the health care professional reportedly told the patient that her sugar was out of control and she reportedly received IV fluids at the hospital, which could be of a hyperglycemic episode.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.